Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 4.0 inr on the coaguchek s system while a comparison lab returned as 2.17 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.